Event description:
A (B)(6) female patient's mother contacted zoll customer support to report a service code 102 (charge profile fault). The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102 - 'charge profile fault') has been confirmed. A service code 102 is displayed at power-up ifa problem was previously detected during the charging of the defibrillator energy capacitors. Upon evaluation, there was fractured solder connection at high voltage capacitor (c21) and resistor r45 was found open on the computer / analog board. The cause of the service code 102 was the fractured solder connection at the high-voltage capacitor as well as the open resistor r45. The fractured solder connection and the open resistor created an open circuit, which prevented proper charging of the capacitor. The root cause of the fractured solder connection cannot be positively identified but is likely mechanical shock from physical impact. The root cause of the open resistor cannot be positively identified but is likely random component failure. No adverse event resulted from the defective monitor components. The patient received a replacement monitor.